Manufacturer narrative:
During use of a 6-7f mynxgrip vascular closure device (vcd), the sealant came out with the catheter during removal (final step of procedure). Hemostasis was achieved in unknown minutes. The device will be returned for analysis. The user was mynx certified. It was an interventional coronary procedure with retrograde approach. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. There was necessary resistance when shuttling down but no unusual force was applied when retracting the sheath. Additional procedural details were requested but were not available. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The advancer tube was engaged to the distal tamp lock. The procedural sheath was retracted to the shuttle handle. The condition of the returned device indicates an incomplete removal step of the device (balloon catheter not withdraw through the advancer tube). The catheter, shuttle cartridge and the advancer tube were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Leak testing was performed on the balloon of the returned device and found no leak in the balloon. Pressure was maintained with proper functioning of the inflation indicator per mynxgrip instructions for use (IFU). A product history record (phr) review of lot f1818701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was confirmed through analysis of the returned device. However, the reported ¿shuttle advancement issue¿ was not confirmed through analysis. The exact cause of the issues experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and the product analysis, procedural factors possibly contributed to the resistance experienced during shuttle advancement, especially since the device was returned with the advancer tube engaged to the tamp lock, signifying complete shuttle down step. However, the event of the dislodged sealant during the device retraction step may have been attributed to incorrectly following the instructions for use (IFU) since the returned device indicated an incomplete removal of the mynxgrip during use as evidenced by the device being returned with the advancer tube still engaged to the distal tamp lock. Per the mynxgrip IFU, which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The device was returned and section d10 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 6-7f mynxgrip vascular closure device, the sealant came out with the catheter during removal (final step of procedure). Hemostasis was achieved in unknown minutes. The device will be returned for analysis. The user was mynx certified. It was an interventional coronary procedure with retrograde approach. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. There was necessary resistance when shuttling down but no unusual force was applied when retracting the sheath. Additional procedural details were requested but were not available.